Manufacturer narrative:
Date rec¿d by MFR: 19aug2019. Date of report: 26aug2019. The manufacturer¿s field service engineer (fse) reports the problem was not confirmed, as it was already working correctly. The fse reports the battery was charged and tested and no errors appeared. It was not repaired because it was already working correctly. The unit is in service, and working correctly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had an error and would not power on. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.